Event description:
Revision surgery - the pt had a failed allograft, ie failed glenoid. The pt had a total shoulder arthroplasty seven years ago, the cement on the glenoid came loose with allograft. The same glenoid was reused in the revision surgery and an overall allograft was affixed to the scapula.

Manufacturer narrative:
The reason for this revision surgery was to remedy a failed allograft after 21 days of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed one non-conforming material report associated with this product, the part(s) were accepted. (B)(4). The root cause for the failed allograft was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.